Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with extraneal viaflex, dianeal pd4 freeline solo 1.5% and dianeal pd4 freeline solo 2.5% therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began an unknown antibiotic. The event of peritonitis was resolving. Extraneal viaflex, dianeal pd4 freeline solo 1.5% and dianeal pd4 freeline solo 2.5% as well as unknown antibiotic therapy were ongoing. The reporter did not provide an opinion of causality.